Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 53 (software error detected), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 130 (this alarm is generated, when the pump detects movement in hall sensor counts that are unexpected, since the pump did not command motor movement), pump error 3 (the main arm cannot communicate with the motor arm), pump error 63 (hardware low level failures), pump error 42 (drive count error boundaries exceeded after movement). The customer reported, no adverse event. The event involved product(s) mmt-1885. Customer reported, receiving a pump error. Customer was able to clear the error, but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement accuracy test (0.0874) and self test. No unexpected alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Pump error 3 occurred three times on 26-jul-2024 from 05:22:16.00 until 05:31:42.000. Pump error 42 occurred three times on 26-jul-2024 from 05:22:19.000 until 05:31:44.000. Pump error 43 occurred twice on 26-jul-2024 at 07:37:24.000 and 08:59:1.000. Pump error 53 (file number/line number = 28/344) occurred twice on 26-jul-2024 at 05:24:03.000 and 05:24:16.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered due to hardware damage. Pump error 63 (variable 9 file number/line number = 32143/399) occurred three times on 26-jul-2024 from 05:22:16.000 until 05:31:42.000. Per troubleshoot guide, pump error 63 was triggered due to pio failure. Pump error 130 occurred four times on 26-jul-2024 from 05:19:49.000 until 08:56:08.000. Unit was cut open and perform a visual inspection. Per visual inspection found moisture damage on the electronic assemblies and corroded home switch. Unit may have had an intermittent failure not detected during our testing. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, scratched case and corroded home switch. Pump error 42, 43, and 130 confirmed in the history/trace files on 26-jul-2024 due to corroded home switch. Pump error 3, 53 and 63 confirmed in the history/trace files on 26-jul-2024 due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.